Manufacturer narrative:
The insulin pump had unresponsive buttons due to flattened esc and act buttons dome switch. No frozen screen noted. No button error alarm during testing. Device had minor scratched lcd window, cracked case at display window corner and cracked reservoir tube lip.

Event description:
The customer reported via phone call that she was trying to bolus and the screen froze. She removed and reinserted the battery and the insulin pump alarmed button error. The customer did not recall any significant events leading to the alarm. Blood glucose value was 246 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.